Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported hcp found a bulge at the end of the guide wire for the fourth time. Cutting off the end has filaments coming out. The bulge in the front of the guidewire prevented the puncture needle from being pulled out. No other information was provided. It was reported this occurred with four devices. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Three photographs of a guidewire were returned for evaluation. An initial visual observation of one of the photographs showed what appears to be the proximal end of the guidewire protruding from an introducer needle. This end of the guidewire was observed to be damaged. An initial visual observation of the other two photographs showed broken and unraveled piece of the guidewire being held by an instrument. According to the reported event, this piece of guidewire likely was cut by the clinician. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported hcp found a bulge at the end of the guide wire for the fourth time. Cutting off the end has filaments coming out. The bulge in the front of the guidewire prevented the puncture needle from being pulled out. No other information was provided. It was reported this occurred with four devices. This report addresses all four devices.